Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Dupoiron, d., devys, c., bazin, c., folliard, c., lebrec, n., bor&#620; f., dubois, p.v., kieffer, h. Rationale for prospective assays of intrathecal mixtures including morphine, ropivacaine and ziconotide: prevention of adverse events and feasibility in clinical practice. Pain physician. 2015;18(4):349-357. Summary: the purpose of this study is to evaluate the accuracy of compounding of intrathecal admixtures through a prospective, systematic quantitative analysis of each component of the mixture before delivery to patients. Reported events: a patient was hospitalized for 48 hours after a pump refill delivered by another hospital without mixture preparation by the pharmacy and without any prospective dosing for a morphine overdose syndrome. An assay confirmed the diagnosis of morphine overdose, with a concentration ten times higher than the prescribed dose of morphine. See attached article.